Event description:
Pt was an (B)(6) female with right internal carotid artery (ica) occlusion. One pass was made with a merci retriever v 2.5 firm. Pt had a thrombolysis in cerebral infarction (tici) score of 2a after procedure. Merci retriever's filament damaged the right cavernous sinus during procedure. Tissue plasminogen activator (t-pa) was not administered during procedure. Physician stated that the merci retriever got stuck inside the vessel and the surgeon had hard time withdrawing it. The device was retrieved using a micro snare. There had been vascular tissue attached to the filament, suggesting vascular tissue damage. The physician also stated that revascularization could not have been achieved with merci device. No additional surgical intervention was performed and the pt expired due to brain hernia on (B)(6) 2011.

Manufacturer narrative:
The device instructions for use lists related possible complications. Also, while the concentric medical device use may have caused or contributed to the pt outcome, there are other factors independent of the subject device (e.g., pt factors, device use factors, other devices employed, drugs administered, etc.) That also may have caused or contributed to the outcome. Because the device was not returned to concentric medical, a complete investigation could not be performed. Also, because the lot number for the device was not reported to concentric medical, the mfg records for the merci retriever v 2.5 firm device could not be reviewed.